Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated oversensing associated with the right ventricular lead. On (B)(6) 2016, rv pacing impedance rose to 5872 ohms up from a trend in the 300-360 ohm range. On (B)(6) 2016, some rv oversensing observed in s2d electrograms. The proximal segment of the lead was subsequently returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise, and a high number of short v-v intervals which triggered a lead alert. The lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.